Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for peripheral neuropathy. It was reported that the patient had a difficult time keeping the ins recharger belt in place while charging the ins, and that they have to sit still while recharging otherwise they loose coupling and it takes longer to charge the ins. The patient also reported that the ins was not holding a charge as long and that the patient has to charge every week instead of every two weeks. It was noted that the patient once had to meet with a rep to increase stimulation to help with their pain and that the effectiveness of the therapy depends on which position their in. The patient stated that the therapy works better when they sit up straighter. The patient stated that they think they needed to get another lead implanted to help with hip pain resulting from a broken hip. No further complications were reported. Follow-up was conducted.